Manufacturer narrative:
Event date is approximate. Other relevant device(s) are: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine (2.0 mg/ml at 8.793 mg/day), baclofen (unknown) (350 mcg/ml at 15387 mcg/day), and morphine (5.0 mg/ml at 2.1982 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was in an accident in (B)(6) 2020 and the doctor told them the catheter had broken and would have to be replaced. The nurse refilling the pump did a refill on the pump "about 3 months ago" and told the patient the expected amount of medication was what was in the pump and reported no volume discrepancy. The patient reported no symptoms while on the call. The patient states they were scheduled to have the catheter revised and the surgery was cancelled two different times. The patient did not think there was anything wrong with the pump. The patient was headed back to (B)(6) and was looking for a physician listing.

Event description:
Additional information was received from a healthcare provider via a company representative on 30-sep-2021 who reported that the patient reported loss of therapeutic effect beginning on (B)(6) subsequent to a motor cycle accident in which the patient slid on their stomach ¿for a long time¿. Then the patient¿s pocket was opened and pump exposed, the surgeon had a difficult time disconnecting the sutureless pump connector. The healthcare provider eventually pulled off part of the injector (silicone covering) but the internal part of the connector remained on the catheter nozzle. The healthcare provider was not sure how safely the remaining parts could be removed from the pump, so a new pump was implanted. An 8578 was connected to the existing catheter, and the catheter was visually acknowledged to be patent. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: the pump was returned and the device passed all testing in the laboratory and no anomalies were identified. The catheter was returned and analysis identified damage to the sutureless connector (sc) which is consistent with explant damage. Continuation of d10: product ID 8709sc lot# serial# (B)(6), implanted: (B)(6) 2012. Explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.